Event description:
On (B) (6) 2009, I had a very large baker's cyst removed from my lt knee. I have an allergy to steri-strips, so the physician used dermabond instead to close the approx 3-4 inch incision. Seventy two hours later, when the bandage was removed, there was significant blistering completely surrounding the wound. Less than 2 weeks postoperatively, I was diagnosed with cellulitis. I was treated with rocephin, clindamycin and keflex. Today, seven weeks post-op, the wound is still not completely closed, and continues to drain. The dermabond still has not come completely off the skin, though the website indicates it will wear off in 7 to 10 days. Route: top. Dates of use: (B) (6) 2009 to current. Diagnosis or reason for use: closure of lt knee incision. Event abated after use stopped or dose reduced? No.